Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1lzk8, implanted: (B)(6) 2017, product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a shocking sensation. No environmental/external/patient factors that may have led or contributed to the issue were noted; there were no open impedances either. As a result of what was reported, the ins was explanted and the issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported defective interstim and it was shocking them and it was removed. There were no further complications that have been reported as a result of this event.